Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating due fluid loss. It was noticed air presence on the pump. The existing device was explanted and replaced. There were no patient complications reported.